Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was faulty. Analysis of the system log file showed that the system was unable to communicate with geo pc. During troubleshooting, the fse found that the c-arm could not move. The fse replaced the geo ipc and reloaded the software. The defective geo pc was returned to philips for further analysis. The analysis confirmed that the cmos battery was missing on the geo ipc, which can be taken out during field inspection or dissemble process. Following the replacement of the geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's c-arm was unable to move. The device was in clinical use at the time of the reported issue. There was no reported patient or user harm. The fse replaced the image processing pc (ippc), and the device was returned to use in good working order.